Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a 6f introducer sheath was placed, a non-bsc guidewire crossed the lesion. Then a 8.0x20x75cm express ld vascular stent was advanced but it came into contact with the lesion and the stent moved slightly on the balloon. The stent delivery system was removed from the patient. The lesion was pre-dilated using a mustang balloon catheter and a new stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.